Event description:
Per the clinic, the patient experienced an open wound at the implant site. Subsequently, on (B)(6) 2015 the patient underwent a revision for a skin graft of the site. The patient developed an infection and was prescribed oral antibiotics on (B)(6) 2015. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015 due to extrusion of the receiver/stimulator unit. The device is not available for analysis. This report is filed january 18, 2016.

Manufacturer narrative:
(B)(4). The implanted device remains.